Event description:
A company representative contacted baxter (B)(4) regarding a connection issue with a titanium adaptor. The representative stated that the transfer set was not connected to the titanium adaptor tightly. There was patient involvement; patient injury or medical intervention was not reported along with this event.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed if additional information is received.